Event description:
On (B)(6) 2026, a 51-year-old female patient received an injection of artz dispo for right meniscus injury while taking warfarin potassium. (B)(6) 2026: she had fever and multiple petechial hemorrhages over the body except for right lower leg, face, and back. (B)(6) 2026: she visited her usual cardiologist. Pt-inr level was 8. She received an IV therapy (contents were unknown). Unk: the injecting physician decided discontinuation of injecting an artz dispo. She improved.

Manufacturer narrative:
Additional information will be provided if it becomes available. The information was provided by a sales partner in japan. The initial report was received as an inquiry about "pt-inr prolonged case after artz dispo injection" on (B)(6) 2026. The detailed report written by the injecting physician as serious was submitted to the sales partner on (B)(6) 2026 and then forwarded to us. We confirmed receipt of this on (B)(6) 2026. According to the injecting physician, information on this event was insufficient because communication with the patient was only through a phone call. The causality assessment is determined as "possible" because suspectable cause other than artz dispo was currently taking warfarin potassium. Company comment: manufacturer's causality assessment was determined as "insufficient information" because communication with the patient was only through a phone call.